Manufacturer narrative:
Block e1: initial reporter address 1 and 2: (B)(6). Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a percuflex ureteral stent was used in a procedure. During the procedure and outside the patient, it was found that the stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.